Event description:
It was reported that the customer rec'd several motor error alarms. Troubleshooting was performed and the insulin pump alarmed motor error alarm. The customer also stated that the insulin pump was squirting out the insulin during priming. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test, alarmed during rewind, and alarmed motor error due to the encoder signal out of phase. The device also was unable to prime as a result of a faulty force sensor. Further testing was not performed due to the prime anomaly.